Event description:
It was reported that the customer had a no deliveries, failed battery, low battery, and low reservoir alarms in the insulin pump. The customer's blood glucose level was 130 mg/dl. Troubleshooting was performed, and was able of bolus with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.